Event description:
After successfully crossing the target lesion site with the balloon expandable coronary stent with delivery system, a pin hole rupture was sustained at 6 atm of pressure leaving the stent partially deployed. Subsequently, the delivery system was withdrawn without complication to the pt and another balloon catheter was utilized to completely deploy the stent. There were no add'l complications reported relative to this event.